Event description:
It was reported that the patient underwent a revision surgery of the right hip implants due to mobilization of the cup and loosening of the screws, approximately five (5) years post-op. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products: bone srew self-tapping item# 62506520 lot# 63387194; bone srew self-tapping item# 62506525 lot# 63347326; bone srew self-tapping item# 62506535 lot# 63333303; bone srew self-tapping item# 62506525 lot# 63373259; bone srew self-tapping item# 62506525 lot# 63347325; bone srew self-tapping item# 62506535 lot# 63387195. Report source foreign - italy. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
Upon reassessment of the reported event, it was determined a medwatch report should not have been filed because the acetabular cup was not contributing to the event. Given this information, this medwatch will be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined a medwatch report should not have been filed because the acetabular cup was not contributing to the event. Given this information, this medwatch will be voided.